Manufacturer narrative:
Terumo has received the actual device for eval; however, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, an insufflation failure occurred. The operator had to convert to an open incision of the leg to recover the vein. Conversion to open incision. The product was changed out. The surgery, with the use of the mcvs550dj, was not completed successfully.